Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy for atrial tachycardia with intermittent conduction. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient was doing fine.